Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 14 may 2024 that the infusion set fell off. Patient blood glucose level was above 300 mg/dl. No further information was available.